Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019.

Event description:
The customer reported a touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Event description:
The customer reported a touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
Date rec'd from MFR: 14oct2019. Repair information was confirmed. Although requested, patient information was not obtained. The manufacturer's field service engineer (fse) performed trouble shooting and confirmed the reported issue. The fse also confirmed that the fan guard filter and retainer was missing. The fse replaced the touch screen and the fan guard filter and retainer to resolve the reported issues. After this repair, the unit was operating within specifications and was determined to be suitable for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.